Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. The customer failed to resolve the issue despite assistance from technical support and will be using manual daily injections (mdi) as a backup therapy. Technical support arranged to replace the pump and instructed the customer on how to store and return the faulty pump with a pre-paid label.